Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 200 units of cold insulin. The customer's blood glucose level was 215 mg/dl. The customer confirmed a new cartridge was loaded successfully and insulin therapy was resumed.